Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose level was 405 mg/dl. The customer did report symptoms like nausea as a result of high blood glucose level. Customer did not mentioned treatment related to high blood glucose. The customer stated that insulin pump had no delivery alarm. The infusion set had bent cannula. The device will not be returned for analysis.